Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked and found power supply is defective. Need to replace to make unit functional call attended at dated 18/8/25 replaced power supply provided by customer, unit handover in working well condition.

Manufacturer narrative:
Updated field : e1 ( event site email ,event site telephone ) ,b4 , g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.